Event description:
Procedure date: 2004. 19mm amplatzer septal occluder implanted in a pt. Device position looked good on the pre-release each and stability testing was normal, although there may have been a tiny inferior posterior leak. The device was released and appeared to be temporarily attached to the septum; however, the device embolized into the left atrium. The device snared to maintain stability, but because of the small size of the pt, sheath large enough to retrieve the device could not be inserted into the pt's leg. Using the snare, an attempt was made to pull the device back into the right atrium, but it was wedged firmly within the left atrium. The pt underwent surgical removal of the device and repair of the defect. Upon exam, the device appeared to be a good size (not over sized) for the defect. In hindsight, the physician stated that the device may have been rotated at the beginning of release, and it may have been twisted out of position.